Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Additional information was received: the product catalog and lot number were received. Additional information received via the patient¿s medical records indicate that the indication for the ivc filter placement was bilateral deep vein thrombosis (dvt), pulmonary embolism (pe), and inability to anticoagulate. Imaging done indicated normal caval anatomy and single bilateral renal veins at the l1 level. The filter placement was reported to be successful in the infrarenal inferior vena cava via the right common femoral vein. According to the ppf form received, the alleged failure modes were: tilt, filter embedded in the wall of the ivc, and blood clots/clotting/and or occlusion of the ivc. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. Additional information received via the patient¿s medical records indicate that the indication for the ivc filter placement was bilateral deep vein thrombosis (dvt), pulmonary embolism (pe), and inability to anticoagulate. Imaging done indicated normal caval anatomy and single bilateral renal veins at the l1 level. The filter placement was reported to be successful in the infrarenal inferior vena cava via the right common femoral vein. According to the patient profile form (ppf) received, the alleged failure modes were: tilt, filter embedded in the wall of the ivc, and blood clots/clotting/and or occlusion of the ivc. According to the patient short form, the patient reports perforation and ivc stenosis.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilting of the filter, the filter is embedded in the wall of the ivc, there are blood clots, clotting and/or occlusion of the ivc, and the filter has perforated the wall of the ivc, in addition, stenosis of the ivc was also reported. The indication for the filter implant was bilateral deep vein thrombosis (dvt), pulmonary embolism (pe), and inability to anticoagulate. The filter was placed via the right common femoral vein and deployed in the infrarenal inferior vena cava. The patient tolerated the procedure well and there were no complications. Approximately eleven years later the patient learned of the perforation and clotting of the ivc after undergoing a computed tomography (CT) scan. There is currently no additional information available for review. The product was not returned for analysis. The DHR could not be completed. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis in the filter, vessel stenosis, and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.